Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the serial number of the meter is unknown; hence the device manufacturer date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported that on (B)(6), 2014 customer began vomiting so a blood glucose test was performed using her adc blood glucose meter and a result of 101 mg/dl was received at 7:00 pm, which was lower than two subsequent readings obtained on two different devices. Caller thought customer was "having an ulcer" so the customer was taken to a local healthcare facility emergency room where a reading of 482 mg/dl was received on an unspecified hospital meter at 7:05 pm. At the ER, blood was drawn and sent to the lab where a result of 465 mg/dl was reportedly received between 7:10 pm - 7:15 pm. Customer was diagnosed with dka (diabetic ketoacidosis) and spent three nights in the intensive care unit. It is unknown what treatment was rendered despite multiple, unsuccessful attempts to gather additional information. There was no report of death or permanent injury associated with this event.